Event description:
It was reported that there was a ¿clear plastic shaving¿ in the balloon of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on january 15, 2015 ¿ january 16, 2015. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed white particulate matter floating in the fluid of the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.